Event description:
The customer reported cosmetic damage in the front case. There was no patient involvement reported.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 04jun/2014 to the present date 04jan2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 04jun/2014 to the present date 04jan2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported cosmetic damage in the front case. There was no patient involvement reported.